Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. On the outside of a 3.00 x 20mm synergy ii drug-eluting stent package, the word "broke" was written. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypo tube break at 250 mm from the distal tip edge was also noted during analysis. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that a shaft break occurred. On the outside of a 3.00 x 20mm synergy ii drug-eluting stent package, the word "broke" was written. No patient complications were reported.